Manufacturer narrative:
Additional device code: hwc. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, patient underwent revision surgery due to non-union at mid shaft tibia. It was found that the 4.5mm narrow locking compression plate (lcp®) 14 holes/260mm was bent at the location of non-union. Initial implant procedure was done on an unknown date. During the revision procedure, screws and plate were removed successfully and patient was implanted with ex tibia nail 10x330mm. No fragment remained in the patient. Revision surgery was completed successfully and the patient outcome was reported as desired. Concomitant device reported: screw (part# unknown, lot#-unknown, quantity, unknown). Nail (part# 04.034.446s, lot#-unknown, quantity, unknown). This report is for one (1) locking compression plate. This is report 1 of 1 for (B)(4).